Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The customer alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 3/7/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings:.pump opened, no evidence of moisture observed inside pump. Bolus button inoperable. Button was removed; no evidence of damage visible..crack on battery compartment traveling to bumper pad. Another crack between bumper pad and cover. Moisture in battery compartment; pump failed leak test due to battery compartment crack leak.